Event description:
On 02/20/2015, the device distributor reported the following information from the physician: the device was used in a patient. No damage was present on the device. No error message was on the generator. The physician performed thermal ablation of a patient's gsv and ssv a few weeks ago, using a reprocess catheter (lot#: 80111191714). There was no phlebectomy, and the case went as expected, with non intra-operative complications. In the days after the procedure, the patient developed a post-procedural infection in the right thigh which did not resolve with antibiotic therapy, and ultimately required a trip to the operating room to be washed out. In the operating room, the surgeon reported that it appeared to have been a septic thrombophlebitis involving the gsv. Further information with more detail was later provided on 03/18/2015 by the physician. On 03/18/2015 the physician reported the following: the patient's rle procedure took place on (B)(6) 2015. Her first contact regarding post-procedure concerns was on (B)(6) 2015. Her complaints were of right thigh pain and redness. I am not aware of any fevers. This was initially treated as a cellulitis, with oral antibiotics (bactrim ds), which were called in on (B)(6) 2015. She was seen on (B)(6) 2015, and while she had significant erythema and swelling, a bedside ultrasound did not reveal any fluid collections to suggest abscess. Antibiotic coverage was expanded at that time, with the addition of levaquin. She returned on (B)(6) 2015, at which time she had a large abscess which had drainage, requiring a large incision to be made in her right thigh. She remained in the hospital for 3 days or so, mostly for pain control. Since discharge from the hospital after surgery, she has been treated at a local wound care center with a wound vac and hyperbaric oxygen treatment. From what we gather, the wound is healing as well as we can expect it to heal. Additional information has been requested. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
On 02/23/2015, additional information was requested from the healthcare facility regarding the status of the other (B)(4) devices from the same lot. The lot consisted of (B)(4) devices total, all of which were shipped to the same healthcare facility that reported the issue. Multiple attempts have been made to obtain the additional information from the healthcare facility. To date, no other issues have been reported with any of the other devices.